Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a pre-charge error message during a case. No pt injury was reported.